Manufacturer narrative:
A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent a hiatal hernia repair on (B)(6) 2014 and a reservoir was attached to a drain. The device failed to suction. Another like device was used. There were no adverse patient consequences. The current condition of the patient is stable.